Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70, serial number: (B)(6). Batch/lot number: 5005788 / 5005570. Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 36866837, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that after a fall patient experienced an inadequate stimulation. All components were explanted.